Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the station and confirmed that the med application was up and running, verified that the station was no longer in critical override or disconnected mode. The customer confirmed that the issue was resolved. The system functioned as intended when the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was in disconnected mode and freezing when user trying to login. Customer tried to reboot the station, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.